Manufacturer narrative:
Upon further investigation, it was found that this report is a duplicate of MFR report number 2518422-2024-70059.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The customer replaced the power supply, and while connecting the device to an alternating current (ac), the device powered on.